Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) had dislodged during an implant procedure when the tether of the delivery system became stuck on the catheter. The system and device were removed and a new system was successfully implanted. No patient complications have been reported as a result of this event.